Event description:
Information was received from a consumer regarding a patient who was receiving lioresal (concentration, dose, and lot number unknown by the reporter) via an implanted. The indication for pump use was intractable spasticity and cerebral palsy. On (B)(6) 2016 it was reported that the ¿first pump was a failure and the second pump was a success¿.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.